Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. Our investigation included a visual inspection of the device which confirms that the epoxy coating over the internal witness wire has degraded and has begun to come off. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate the occurrence of this failure. The device was manufactured in 1995. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection, the drill guide handle was noticed to have inner-strip cracking. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.